Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Report 1 or 2. This is a non-us event. This occurred in canada. Consumer reported upon removal of a tampon the pledget fell apart into pieces. She is a health care professional and she manually removed the remaining pledget pieces from her vaginal cavity. She did not seek medical attention and she did not report any adverse health effects.